Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the aligners have sharp protruding edges on their top and bottom front teeth, they spent two days filing down the sharp edges enough for them to be comfortable. Gathering information and photo of aligners.